Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va01r12, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient had to replace their programmer batteries during troubleshooting. It was noted the patient was not able to make an adjustment either with or without the antenna attached. It was stated the patient had been having the issue for over two months. Reportedly, the patient had not had their device reprogrammed since implant and their setting was around 3 volts. It was stated the patient had a return of symptoms off and on since implant as they did perform heavy lifting. The patient also reported not feeling well. It was stated the patient¿s programmer would not work with either antenna. It was later reported the patient was having trouble with their programmer and therapy. It was noted the patient got hurt at work on (B)(6) 2014 and was sent to the doctor and had an x-ray. The patient stated their implant stopped working and their programmer would not communicate with it and their symptoms came back. It was reported the patient got hurt at work and their dead weight was on their lower back and it took all the weight of it. The patient noted they had a loss of therapeutic effect.

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient was scheduled to have surgical and diagnostic procedures on (B)(6)-2014. It was stated they were going to have a replacement of their battery and possible replacement of their lead.